Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked out of a crack on the barrel of the bd integra¿ syringe with detachable needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that medication leaked out of a crack on the barrel of the bd integra syringe with detachable needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No samples displaying the condition reported are available for examination, and we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No root cause can be determined as no samples were received.

Manufacturer narrative:
No samples displaying the condition reported are available for examination, and we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No root cause can be determined as no samples were received.

Event description:
It was reported that medication leaked out of a crack on the barrel of the bd integra syringe with detachable needle. There was no report of exposure, injury, or medical intervention.